Event description:
The patient was having good stimulation and was able to successfully recharge twice after implant. A month after implant, it was reported "that implant was defective, the patient was unable to turn the device off." The patient was attempting to adjust stimulation at home and was unable to turn stimulation down or off using the patient programmer or recharge, which only showed telemetry errors. The health professional attempted an emergency stim off several times using the device physician programmer, as well as multiple attempts to initiate a physician recharge mode to create a por situation. All attempts were unsuccessful in decreasing or turning off the stimulation. There was no telemetry message from the programmer. The patient's stimulation was too high for the patient to be able to sit or lie down. The patient's device was replaced and the patient recovered without sequelae.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is completed.